Manufacturer narrative:
Exemption number e2016018 b. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag(manufacturer). This report has been identified as b. Braun melsungen ag internal report(B)(4). The device has been requested to send it for investigation to bbm laboratory in melsungen, germany. The history log files were read out and analyzed. The performed infusion therapy could be detailed comprehended. During the analysis it could be detected that on the reported day of occurrence an infusion therapy was started on 5:13 am with an infusion rate of 2.8 ml/hrs. After 1 hour and 11 minutes the infusion was interrupted and the device was put in stand by. On this time the total delivered amount was 3.32 ml. The history log documents that a syringe change was initiated. Based on the investigation of the drive motor steps, which are stored in the history log files, it could detected that the same syringe continued at the same position were it was interrupted for syringe change. A restart of the infusion therapy was done on 9.51 am with a rate of 2.43 ml/hrs. On 12:47pm the infusion was interrupted by user once again with a total infused amount of 10.48 ml. The delivery was restarted on 1:04pm with a rate of (B)(4)\ and was interrupted due a pressure alarm on 1:28pm. The alarm took 27 minutes until the user confirmed it. On 1:55pm the infusion was continued with a rate of(B)(4). On 3:00pm the infusion was finished by user. The sample was subjected to a visual and functional examination. Visual inspection: during the visual inspection of the perfusor space, all cover caps on the screw pillars as well as the technician seal on the lower housing were available and undamaged. Some signs of usage could be found, but no visible damages could be detected. Functional inspection: the functional test was performed. The device passed the self test with a positive result. A syringe, which was inserted in the device, could be recognized by the pump and it was possible to select the syringe in the pump menu. Further a long term test was performed. During the long term test no malfunction or errors could be detected. The values of pressure cut-off as well as the motor power limitation was checked according the requirements of technical safety check. All values were within the specification. Further the delivery accuracy of the pump was checked (rate 5ml/h). The determined (B)(4).(according to en iso 60601-2-24). The complaint could be not confirmed. During the measurement no flow deviation could be detected. The device works according the specification. From the technical side the device is without any malfunction and works according our specification . Despite several requests for more information, the customer did not provide further clinical details. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility in united kingdom: wrong amount was infused. The day of the patient death is not available.